Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The reporter also alleged black dirt (powdered type) had clung to a circuit and mask of the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found no evidence of thermal damage or failure. The manufacturer visually inspected the device internally and found evidence of dirt/dust contaminant in the blower motor with no evidence of sound abatement foam material. The device's event logs were downloaded and reviewed. The manufacturer found 32 logged error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation but only dirt/dust contamination from an external source. On the previously submitted reports section d4 unique identifier (UDI) and section d9 was incorrect, which were updated/corrected in this report.

Event description:
The manufacturer received information alleging an issue related to the continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.